Event description:
It was reported that prior to a transcatheter aortic valve implantation (tavi) procedure, suture placement with two proglide devices was achieved using the preclose technique. The arteriotomy was 6f. The sheath was upsized to 16f for the tavi procedure. Tavi procedure was completed and hemostasis was achieved using the pre-placed proglide sutures. During the final check shot from the contralateral side to check the main procedural side where the proglides were deployed, it was found that the access site was pinched and the flow of blood to lower extremities was affected. The patient had to undergo a surgical procedure to achieve normal blood flow. There were no reported adverse patient sequelae and no reported clinically significant delay in the procedure. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The other proglide device referenced is being filed under a separate medwatch MFR number.